Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the proximal hepatic bile duct of a (B)(6) old female patient (B)(6). After the target site access was achieved with the jagwire guidewire, the delivery system was advance past the stenosis. The guide catheter was retracted for stent deployment; however the stent was unable to be deployed. Force was used to with retract the guide catheter and the guide catheter stretched, but did not deploy the stent. The flexima biliary stent system and the jagwire guide were removed from the patient. The flexima biliary stent system was stuck on the jagwire guidewire. There was no damage to the jagwire guidewire. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter and kinked stent.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The suture was twisted/tensed on the stent. The proximal end of the push catheter was buckled/bent. The guide catheter was broken into two pieces. The proximal piece of the guide catheter was stretched, broken stuck on the guidewire. The guidewire could not be removed from the proximal broken guide catheter. There was no visible damage on the guidewire and was not a likely contributing factor to this complaint. The distal end of guide catheter had minor kinks/bends. During the evaluation the suture was broken and stent was detached from the delivery system. The proximal end of the stent was kinked/bent. It appears the guidewire was not removed by the customer prior to deployment activity as per the requirements in the directions for use (dfu) which could have been a secondary contributing factor towards the complaint event. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.